Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Initial reporter facility name: (B)(6) health care system a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that an unspecified infusion had gone faster than the expected date and time. There was patient involvement but there was no patient harm.

Manufacturer narrative:
Omit a1402 - excess flow or over-infusion (1311) manufacturer narrative: a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that an unspecified infusion had gone faster than the expected date and time. There was patient involvement but there was no patient harm.